Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a catheter ablation a polarx catheter was selected for use. The patient experienced phrenic nerve injury. It is unknown if the phrenic nerve injury was resolved. The device is not expected to be returned.